Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash. The patient consulted his physician who provided a steroid cream to help heal the rash. The patient reported that the rash was completely gone and that he was going to continue to wear the device.